Event description:
This is a MFR's f/u report to the user facility report # (B)(4), received by itc on (B)(4) 2012.

Manufacturer narrative:
(B)(4). Upon receipt of the user facility report# (B)(4), itc contacted the customer to request add'l info. The lab manager stated that the facility programmed the instrument to require mandatory qc and this function was not satisfied, thereby not permitting pt testing. Although attempts were conducted to run qc, these procedures failed due to a series of preanalytical and operator errors. The customer indicated that the instrument did not malfunction and therefore, did not wish to return the instrument for eval. The facility is investigating this incident internally and is retraining their operator(s). For clarification, the user facility report indicated use of angiomax. The lab manager stated they use heparin and was not aware of angiomax being used. Itc has requested all data required for form 3500a.